Manufacturer narrative:
The cartridge was not returned to the manufacturer for evaluation. The reported complaint could not be confirmed. Manufacturing records were reviewed and the cartridge was manufactured according to specification. There were no non-conformances. Discrepancies, or deviations were found during the manufacturing record review that were related to the customer's reported complaint. The cartridges are visually inspected for cracks or stress marks and bubbles. The tips are checked for any melting, roughness, dent, bent tip or smashed condition. If any of these conditions or defects were found, the cartridge was rejected. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The dfu instructs to visually inspect the rod tip prior to use for any material deposits or damage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge broke and scratched the intraocular lens. The lens slipped out of the injector. Reportedly, there was no patient contact. No further information was provided.